Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridge noted that the first loading unit was fully fired and the anvil clamping mechanism was deformed. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. The second loading unit was received fully fired. Each loading unit was loaded into a representative pmv instrument for functional testing. The interlocks were overridden and each loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading units from cycling again. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted lobectomy, when firing the pulmonary artery, the surgeon was able to press the green button and staples were able to fire but the first reload did not form in proper ¿b¿ formation and the staple line bled. The surgeon had to suture all the stapled area completely to prevent permanent impairment. After resecting the pulmonary artery, second reload was used to staple the bronchus. The surgeon were able to fire the stapler however the staple line was incomplete distally and the staple line bled again. The surgeon had to suture all the stapled area again. Surgical time was extended to 30 minutes and stayed one more week at the hospital.